Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the scissors tip cannot close. The site removed scissors and manually close scissors with the rotation knob. The wire broke during inserting instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: tears as clear distal end of tip cover. No holes/tears, or missing material on gray silicone area. No pictures available. An associate has mentioned that tears were typically located at the clear end of the tip cover due to continuous heating and opening of the tip during surgery, which resulted in tears. The tears are limited to the clear end of the tip cover, not the grey part.